Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that prior to procedure pulse field ablation (pfa) procedure a farawave 31mm catheter was selected for use. The side arm irrigation port broke off. New device was used. No patient complications were reported. Device not expected to be returned.